Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from a thv territory manager that during a patient underwent transfemoral tavr with a 29mm sapien 3 ultra resilia valve. As reported, when attempting to pass the crimped valve through the distal tip of the 16fr esheath+, the valve frame got caught up in the radiopaque marker of the sheath and perforated the tip. The valve would not advance beyond the distal tip. The entire system was (sheath, commander and valve) were removed from the body without event. A new system was prepped and used successfully to complete the procedure without complication.

Manufacturer narrative:
Supplemental report submitted to include the completion of the engineering evaluation. Added h6 -device code per additional review with engineering. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Based on the provided information and the device evaluation, it appears that significant resistance at the distal tip prevented the crimped thv from advancing, leading the user to withdraw the entire system before the valve exited the sheath tip. It is likely that the distal tip tear and the resistance reported during the initial advancement were related, and that the subsequent advancement attempts and continued resistance occurred because the valve became stuck at the tear. The complaints of sheath distal tip torn and inability to advance the delivery system through sheath were confirmed empirically. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in a product risk assessment (pra) and/or by other manufacturing-related factors being investigated in a CAPA. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.